Manufacturer narrative:
Citation: bansal a, puri r, yun j, et al. Management of complications after valvular interventions. Eurointervention. 2025;21(8):e390-e410. Published 2025 apr 21. Doi:10.4244/eij-d-24-00066 earliest date of publication used for date of event. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a state-of-the-art overview on the management of complications following valvular interventions. In figure 6, the authors presented still images and text to recount a case in which a non-medtronic vascular plug was used to treatmoderate to severe paravalvular leak in a patient with a previously implanted medtronic 29 mm evolut transcatheter valve. As noted in the text, the intervention also improved the patient¿s hemodynamics.